Event description:
The customer reported elevated troponin I (accutni) results for one pt's samples, below the acute myocardial infarction (ami) cutoff, involving unicel dxc 600i synchron access clinical system. The elevated results were discordant with an alternate testing methodology. The results were released out of the laboratory, and the pt had a cardiac catheterization performed due to the elevated results. A change in pt treatment was noted. The customer supplied beckman coulter, inc. With the pt samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The sample was drawn in plastic bd plastic separation tube (pst). The sample was centrifuged at <5,000 rpm (rotations per minute) for greater than 5 minutes. No system check data or quality control (qc) data was supplied by the customer. Customer product line support (cpls) laboratory tested the pt sample and confirmed the existence of a pt source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound caused reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples form pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. In addition, elevated troponin I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that my cause cardiac muscle injury. Thus troponin I (accutni) results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6), 2008 through (B)(6), 2010 for additional reportable events.